Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional evaluation summary ¿ the actual sample was returned for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and remnant of the suture was noted into the barrel hole of needles. Also, slight marks were observed on the edge of the needles that appears to be by the use of a surgical instrument. The sutures were not returned for analysis. Marks were observed on the edge of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Per the samples condition, the assignable cause suggests an improper handling of the samples. Representative samples were returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using a instron and the pull force were above the minimum requirements. Per the conditions of the samples received, the tested samples met the finished goods requirements .

Event description:
It was reported that a patient underwent a face skin and back cancer removal on (B)(6) 2019 and suture was used. During the procedure, the needle pulled away from the thread. There were no patient consequences.